Event description:
Info received indicates the bed will not stop when being lowered.

Manufacturer narrative:
The tech found the drive brake spring was dirty. The tech cleaned the brake spring to repair the bed.